Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that it looked like the lead had moved. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va031sp, # implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The manufacturer representative reported the patient had a lead revision because therapy efficacy declined. The patient was indicated for gastrointestinal pelvic floor. No information regarding the cause of the issue was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received. Per manufacturer's device registry, the lead was replaced.